Event description:
An endoscopic sphincterotomy (est) was performed in 2008. On the event date, endoscopic retrograde cholangiopancreatography (ercp) was performed. During the ercp, the physician used a cook endoscopy memory ii double lumen extraction basket to perform a stone removal from the common bile duct. The physician advanced the extraction basket into position. Once the stone was captured by the basket, the physician attempted to withdraw the extraction basket. The basket and stone became impacted near the papilla. The physician attempted to free the basket from the stone, but the basket was unable to be moved. The physician removed the handle and outer sheath in preparation to perform mechanical lithotripsy. Before lithotripsy was attempted and with the basket and basket drive wire still in position, the physician attempted to dilate the papilla with a dilation balloon. This attempt to dilate the papilla was unsuccessful. At this time, mechanical lithotripsy with the basket was performed. During lithotripsy, the basket drive wire broke at the basket wire and drive wire connection (approximately 20cm from the distal end). Open surgery was performed to remove the extraction basket from the patient. Additional information provided by the physician reported that the "est may not have been performed well enough." Other than surgical removal of the basket, no additional medical procedures were required due to this occurrence. The patient did not experience any adverse effects due to this observation.

Manufacturer narrative:
The information in this report was provided to us by the cook facility in another country, on behalf of a medical facility. The medical facility in another country, involved in this report is listed. The contact details for our cook facility in another country, are: cook, the designated complaint handling unit (cook endoscopy - customer quality assurance) was informed of this occurrence in 2008, by the cook facility in another country. In 2009, cook informed cook endoscopy that the first cook employee became aware in 2008. These dates are documented. The importance of timely complaint communication has been communicated to the appropriate personnel in an effort to reduce occurrences of this nature. Evaluation: our laboratory evaluation of the product said to be involved confirmed the report of basket wire breakage. Approximately 190cm of the basket drive wire returned for evaluation. The proximal end of the drive wire had been cut (to perform lithotripsy) and was not included in the return. The basket drive wire has separated from the basket wires at the connection area near the distal end. The basket wires that would be located at the distal end of the device were not included in the return. The outer tubular component at the connection area near the distal end remains securely attached to the distal end of the drive wire. This is located at the area of the break that occurred during lithotripsy. A product discrepancy that could have contributed to the break was not observed during our laboratory analysis. The area of the break suggests excessive mechanical pressure applied during lithotripsy caused the basket wires to break from the drive wire at the connection area. After a review of the device history record for the lot number said to be involved, we can report no discrepancies or anomalies were observed. We were unable to conduct a sample test from this lot because none of the product from this lot remained in finished goods inventory. A review of the twelve month complaint history for this product family was conducted. Based on this review, the likelihood of this type of report is rare. Conclusions: an endoscopic sphincterotomy (est) was performed prior to the attempt to remove the stone from the bile duct. After attempting to remove the stone and basket through the ampulla into the duodenum was unsuccessful, the physician attempted to dilate the papilla (i.e. Ampulla). The physician communicated that the endoscopic sphincterotomy may have been inadequate (reportedly "may not have been performed well enough"). The patient's condition (i.e. Ampulla not allowing passage of stone and basket, attempted dilation after basket in place) and an inadequate sphincterotomy are the most likely reasons for difficulty in moving the stone through the ampulla into the duodenum. The instructions for use indicate contraindications include an ampullary opening inadequate to allow for unimpeded passage of the stone and basket. Based on the information provided, the patient's condition contraindicated usage of this device. The instructions for use list impaction of object as a potential complication. The instructions for use also warn the user that surgical intervention may be required if impaction occurs. The instructions for use caution the user that if passage of the stone and basket is restricted, surgical intervention may be necessary. The information provided indicated lithotripsy was performed with this basket device. The instructions for use warn the user that this device is not compatible with the soehendra lithotriptor or any other mechanical lithotriptor. The mechanical pressure that is applied to an extraction basket during lithotripsy is the most likely cause for the basket wire breakage. Prior to distribution, all memory ii double lumen extraction baskets are subjected to a visual and functional evaluation to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all manufacturing requirements prior to shipment. Corrective actions: no corrective action is warranted at this time because the product was used in contradiction with the instructions for use. Based on the information provided, the patient's condition contraindicated use of this product. This occurrence involves an inherent risk of the procedure and involves a known potential complication. The likelihood of this type of occurrence is rare. Customer quality assurance will continue to monitor for complaint.